Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 420 mg/dl. The customer alleges pump had no delivery alarm twice in the week. Customer reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by changing complete set (infusion set and reservoir). The customer was advised to monitor her blood glucose. The insulin pump will not be returned for analysis.